Event description:
It was reported that the image on the left monitor of the 9600 system was intermittently shaking. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.